Event description:
It was reported that the camera head was blurry during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector leak test failed, error e224 (camera head communication error code). Based on the results of the investigation, a probable root cause could not be identified. Due to connector was crack, the leak test failed, and error e224 was due to bad cable or connector. The cause of the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.